Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by recurrent cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized due to abdominal pain and cloudy fluid; subsequently a blood infection was detected. The cause of the blood infection was not reported. The patient was treated with unspecified antibiotics for the events. It was reported that the patient passed away. The cause of death was reported as due to a blood infection. It was not reported if an autopsy was performed. It was reported the patient was not recovered from the peritonitis prior to death. Pd therapy was ongoing prior to and at the time of death. No additional information is available.